Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was worn less than 1 hour.

Manufacturer narrative:
The pod was received not deployed. The download data showed that pod had been deactivated due to an 0x42 alarm, indicating that the number of pulses between open-to-open transitions did not reach the minimum value. The rotational sensor data showed that a closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. This resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. The rotational sensor abnormalities contributed to the 0x42 alarm. Inspection of the rotational sensor assembly found no damages or manufacturing deficiencies that would contribute to abnormal rotational sensor data. The exact cause of the rotational sensor assembly malfunction could not be determined.